Event description:
Societe francaise de chirurgie orthopedique et traumatologique congress abstract "fuctional outcomes and complication rates of massive femoral prostheses in oncologic and non-oncologic settings" reports 61 patients experienced unspecified henderson complications (a classification system for failure types) and provides no details as to any treatment or intervention.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.